Event description:
It was reported the bupivicaine in the kit is not having the full effect. The customer has been using these kits for three years. Approximately two weeks ago, they had 8 out of 10 spinal blocks (which were inserted by providers with extensive use of the product) that produced an inadequate spinal level for c-sections. The patients only received partial blocks. The patients were then put to sleep to complete the procedure. The clinicians are no longer using the marcaine supplied with the kit. They are using separately packaged marcaine and have not had any issues. There have been delays in treatment and no patient death or injury was reported. See 1036844-2013-00265, 1036844-2013-00267, 1034844-2013-00268, 1036844-2013-00269, 1036844-2013-00270, 1036844-2013-00271, and 1036844-2013-00272 for the other reports with the same issue.

Manufacturer narrative:
(B)(4). The device will not be returned.